Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim, fading, reddish and the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the motor is functioning normal and no motor noise issues were observed. Investigators were unable to duplicate the complaint. The display is dim/fading/reddish. The battery compartment is cracked along the side from threads to seal case. (B)(6).